Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacture acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (09/24/2013).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: environmental testing conditions.

Event description:
Consumer complaint of high control test results. Performed control test, results were 83mg/dl, outside of the required control range of 30-60mg/dl. Based on parkes error grid analysis, the bias between the control result given (83) and the lowest result that could be correctly obtained (30) is located in zone b/c. No adverse event reported.

Event description:
Consumer complaint of high control test results. Performed control test, results were 83mg/dl, outside of the required control range of 30-60mg/dl. Based on parkes error grid analysis, the bias between the control result given (83) and the lowest result that could be correctly obtained (30) is located in zone b/c. No adverse event reported.